Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 occurred during baxter's functionality testing, as well as upon powering the device on thereby confirming the customer's allegation. However further testing was unable to reproduce this condition. The issue was determined to have been caused by severed motor mount screws. The motor assembly (including the mount screws) was replaced.

Event description:
During baxter's functionality testing, a spectrum pump alarmed system error 105. There was no pt involvement.